Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was previously reported that an unknown defective plate was implanted in the patient. This statement was an error in translation and was meant to state that the implanted plate was discovered to have broken post-operatively. Additional information was received on march 31, 2016. It was further reported that the patient was initially implanted with an unknown ¿long metal¿ plate, nine unknown screws, and two unknown cerclage wires on (B)(6) 2015 to treat a left distal diaphyseal femoral fracture. Intraoperative and postoperative x-rays taken on the day of the initial surgery revealed ¿ideal approximation of the fracture fragments and good position of the internal fixation material.¿

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when plate broke. Original implant date was sometime in (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a unknown defective plate implanted on a patient in (B)(6) 2015 and explanted on date (B)(6) 2015. This is a legal claim. In february of this year, patient had a plate implanted after the left femur was broken. During a follow-up visit in august, a verification revealed that the plate was broken and had to be replaced. This report is 1 of 1 for (B)(4).